Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was not completely broken, however it was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. No other damage was found.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, customer observed broken cables on the fenestrated bipolar forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.